Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a sudden drop in r-wave amplitude post ventricular tachycardia (vt) shock. The rv lead was reprogrammed, however the r-wave amplitude remained low. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.